Event description:
It was reported to the service repair department that the device overheated intra-operatively. There was no report of patient impact or injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation and repair. The service technician confirmed the reported malfunction of overheating and identified the root cause to be corroded and the handpiece was in need of maintenance due to wear and tear. Temperatures measured at the nose of the device 127 degrees, middle 120 degrees, and rear of device was 97 degrees. The device was repaired, tested to specifications and returned to the customer.